Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown cause. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported. Additional information was received. It was reported that this right ventricular (rv) lead exhibited undersensing of low amplitude r-waves and there was a loss of capture. Also, there were noisy signals that were not sensed. It was also reported that the right ventricular automatic threshold (rvat) test failed for the rate being too high. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Additional information added to b5. Section e and h6 updated.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown cause. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported. Additional information was received. It was reported that this right ventricular (rv) lead exhibited undersensing of low amplitude r-waves and there was a loss of capture. Also, there were noisy signals that were not sensed. It was also reported that the right ventricular automatic threshold (rvat) test failed for the rate being too high. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown cause. A new lead of the same model was successfully implanted. No additional adverse patient effects were reported.